Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: tep totally extraperitoneal.device was separated.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation devices. The cap was disengaged from one of the cannulas. There was evidence of material transfer on both the cap and the cannula indicating a proper weld. The obturator was inserted and withdrawn from each cannula without difficulty. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the condition may occur if the cap is exposed to leverage rough handling. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.